Manufacturer narrative:
The end user replaced the bellows to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.